Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 424 mg/dl and current blood glucose was also same. Customer treated high blood glucose with the manual bolus in the insulin pump and declined troubleshooting for it. Customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.